Manufacturer narrative:
The investigation for the reported thrombus has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the thrombus was most likely patient condition related. There was left ventricular rupture prior to impella insertion, and the use of systemic heparin was stopped for bleeding control. Clot observed inside the 14fr peel-away sheath that was detained. No additional treatment. No clot found on the pump body. The introducer was reported to have been flushed prior to insertion. Day 1-2: heparin 10u/ml purge fluid peripheral heparin off on day 2, continuous peripheral heparin was started after half a day. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smartassist catheter insertion, section: axillary insertion of the impella cp with smartassist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a patient with no left ventricle (lv) function and in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient's lv was "not beating" and thrombus developed which caused the pump to be removed and replaced due to flow issues. Another pump was successfully placed; however, the patient expired two days later from multiple organ failure. It was reported that the thrombus may have been a contributing factor to the patient's demise.